Event description:
(B)(4). This is the 14th occurrence being reported for the same issue/same device: impax cv dicomstore with media purge daemon/cardio purge service. The user reported to agfa that the site could not see images on heartlab and was unable to view images from any cardio review stations (crs). However, the customer was able to view images via the web client as well as on the modality. Agfa service identified that the cps instance for the drive was stopped and discovered mixed status types (ol and o2) on the same drive. Dicomstore was correctly configured and service restored in less than an hour by agfa service. All images are now available for viewing after configuration was restored. There is no loss of data or harm to patients. Note: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modalities. This tool was discontinued and replaced by cardio purge service (cps) in june 2008. A reportable correction is underway for this issue and has been reported to the FDA. FDA reference # is z-2252-2012.